Event description:
The customer reported the autopulse nxt band (lot unknown) snapped right above the pin during use. The crew replaced the band and when doing so, they noticed that the autopulse nxt platform (sn (B)(6) was very hot. Then shortly after, the platform threw a code. No additional information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt band in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.